Event description:
Medical issues with CPAP use; I have been using a physician prescribed respironics dreamstation CPAP machine for a couple of years. I have experienced bouts of severe dizziness, eye and nose irritation, inexplicable bouts of coughing, occasional vomiting with no apparent connection to food or beverage consumption, sinus infections, runny nose, difficulty breathing and occasional headaches. With the exception of the runny nose and occasional headaches, I did not experience these prior to the use of the CPAP. FDA safety report ID # (B)(4).